Event description:
A prefill error, during the use of a stryker neptune waste management system, occurred during a case. A new neptune was obtained with no further issues. The second neptune was in the room, and it took minimal time to transfer to second device.